Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult essure insertion". The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included crohn's disease since 1997, menopausal (almost menopausal at time of insertion) and retroverted uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), genital haemorrhage ("a lot of bleeding"), abdominal distension ("stomach swollen "), abdominal discomfort ("I feel scratching, pulling in the lower abdomen"), asthenia ("asthenia "), arthritis ("arthritis disorders "), arthralgia ("chronic sacro-iliac pain"), urinary incontinence ("urinary incontinence"), pollakiuria ("frequent urination, 20 to 25 times a day"), amnesia ("memory loss"), aphasia ("cannot find the words when I speak") and feeling abnormal ("brain fog") and was found to have uterine leiomyoma ("uterine fibroma (posterior fundal)"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal discomfort, uterine leiomyoma, asthenia, arthritis, urinary incontinence, pollakiuria, amnesia, aphasia and feeling abnormal outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, amnesia, aphasia, arthralgia, arthritis, asthenia, feeling abnormal, genital haemorrhage, pelvic pain, pollakiuria, urinary incontinence and uterine leiomyoma to be related to essure. The reporter commented: no allergy test done before insertion. Pain and events made her sick to the point of disability. She can no longer work because of the pain and other events and wants to have essure removed. Waiting for a total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: difficult essure insertion, 2 hours left, 2 hours right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain/ pelvic pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult essure insertion, 2 hours left, 2 hours right" on (B)(6) 2012. The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included crohn's disease since 1997, menopausal (almost menopausal at time of insertion) and retroverted uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), genital haemorrhage ("a lot of bleeding"), abdominal distension ("stomach swollen "), abdominal discomfort ("I feel scratching, pulling in the lower abdomen"), asthenia ("asthenia"), arthritis ("arthritis disorders"), arthralgia ("chronic sacro-iliac pain"), urinary incontinence ("urinary incontinence"), pollakiuria ("frequent urination, 20 to 25 times a day"), amnesia ("memory loss"), aphasia ("cannot find the words when I speak"), visual impairment ("vision disorders"), depression ("depression") and feeling abnormal ("brain fog") and was found to have uterine leiomyoma ("uterine fibroma (posterior fundal)"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal discomfort, uterine leiomyoma, asthenia, arthritis, urinary incontinence, pollakiuria, amnesia, aphasia, visual impairment, depression and feeling abnormal outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, amnesia, aphasia, arthralgia, arthritis, asthenia, depression, feeling abnormal, genital haemorrhage, pelvic pain, pollakiuria, urinary incontinence, uterine leiomyoma and visual impairment to be related to essure. The reporter commented: no allergy test done before insertion. Pain and events made her sick to the point of disability. She can no longer work because of the pain and other events and wants to have essure removed. Waiting for a total hysterectomy. After essure insertion simple prescription of ando for 3 months. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: difficult essure insertion, 2 hours left, 2 hours right. Insertion details: symmetrical insertion, 2 turns to the left, 2 turns to the right. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2021: follow-up information was received: reported event pain was updated to chronic pain, events vision disorders and depression were added, patient´s date of birth. It was a symmetrical insertion, then simple prescription of ando for 3 months. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficult essure insertion". The patient's previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included crohn's disease since 1997, menopausal (almost menopausal at time of insertion) and retroverted uterus. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), genital haemorrhage ("a lot of bleeding"), abdominal distension ("stomach swollen "), abdominal discomfort ("I feel scratching, pulling in the lower abdomen"), asthenia ("asthenia "), arthritis ("arthritis disorders "), arthralgia ("chronic sacro-iliac pain"), urinary incontinence ("urinary incontinence"), pollakiuria ("frequent urination, 20 to 25 times a day"), amnesia ("memory loss"), aphasia ("cannot find the words when I speak") and feeling abnormal ("brain fog") and was found to have uterine leiomyoma ("uterine fibroma (posterior fundal)"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal discomfort, uterine leiomyoma, asthenia, arthritis, urinary incontinence, pollakiuria, amnesia, aphasia and feeling abnormal outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, amnesia, aphasia, arthralgia, arthritis, asthenia, feeling abnormal, genital haemorrhage, pelvic pain, pollakiuria, urinary incontinence and uterine leiomyoma to be related to essure. The reporter commented: no allergy test done before insertion. Pain and events made her sick to the point of disability. She can no longer work because of the pain and other events and wants to have essure removed. Waiting for a total hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2012: difficult essure insertion, 2 hours left, 2 hours right. Most recent follow-up information incorporated above includes: on (B)(6) 2021: product date implanted updated. Relevant medical history ¿crohn disease¿ start date added, retroverted uterus, uterus fibroma. Patient age updated. New events: pelvic pain causing disability, genital haemorrhage, asthenia, arthritis, amnesia, pollakiuria, urinary incontinence, feeling abnormal, afasia, abdominal distension, abdominal discomfort, sacro-iliac pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.